Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 494 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include nausea, diarrhea and dehydration. The patient was treated with 2 bags of fluids, 10 units of insulin and zofran for nausea.; patient also received a urinalysis and blood gas. The patient was released after spending about 3 hours in the ER. The pod was removed at the hospital and was discarded.